Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed system error during patient infusion in the cardiovascular intensive care unit (cvicu). System error message appeared on pump when the bumex drip was running. Upon assessment, the volume to be infused in the program of the pump was 80. The bumex drip was running at 16ml an hour. The staff nurse notified that she had programmed the pump volume to be 90, so the infusion volume appeared accurate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.